Manufacturer narrative:
In this report, a coding in evaluation method code grid, evaluation results code grid, component code grid was updated. The ds2adv auto CPAP was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the device heater plate is damage, traces of burn on the coating. Additionally, the pil has conducted or coordinate a lab investigation for this complaint material which may result in the repair evaluation being unnecessary.

Event description:
A device was returned to a third-party service center for service. There was no report of serious patient harm or injury. There was no report of medical intervention. They found that the heater plate is damaged and traces of burn on the coating. Device is returned to pil.